Event description:
Customer reported she was having high blood glucose and then advised she had diabetic ketoacidosis. Customer called paramedics on (B)(6) 2014 for high blood glucose in the 500 mg/dl range. Customer was not on the device when she was hospitalized. Customer was off the device 11 days prior of the event occurring. Settings on the device were adjusted and she has been fine. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.